Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('surgery/ still hurt like hell') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: previously reported event surgery replaced with new event still hurt like hell. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated by october') and pelvic pain ('surgery/ still hurt like hell') in an adult female patient who had essure (batch no. B71767) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("nonstop bleeding") and alopecia ("hair loss") and was found to have weight increased ("10 pound weight gain"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, alopecia and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: 0 trailing coils on the left and right. Most recent follow-up information incorporated above includes: on 18-jun-2020: medical records received. Lot number added. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated by october') and pelvic pain ('surgery/ still hurt like hell') in an adult female patient who had essure (batch no. B71767) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("nonstop bleeding") and alopecia ("hair loss") and was found to have weight increased ("10 pound weight gain"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, alopecia and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: 0 trailing coils on the left and right quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated by october') and pelvic pain ('surgery/ still hurt like hell') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("nonstop bleeding") and alopecia ("hair loss") and was found to have weight increased ("10 pound weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in november 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, alopecia and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, genital haemorrhage, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event " device dislocation, genital hemmmoraghe, alopecia and weight gain" was added. Reporter was added. On 20-mar-2020: information received via social media. No new clinical information received. On 23-mar-2020: social media content received: reporter added. Essure removal date added. Fu 5, 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.